Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. Based on the information reviewed, the reported the reported failure to position as well as poor image resolution appears to be due to challenging patient anatomy. The reported tissue damage appears to be due to positioning failure. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr). It was noted large gap at 1.3cm and visualization issues due to anatomical challenges. The clip delivery system (cds) was advanced to the mitral valve; however, the clip could not grasp both leaflets after several grasping attempts. A decision was made to remove the cds with the clip attached and abort the procedure. A leaflet tear was suspected and additional treatment was not performed. No clips were implanted, and mr is 4. There was no reported clinically significant delay in the procedure. No additional information was provided.